Event description:
While using flextone 4.0x15 in rca thru alr 1.26 ft medtronic - wouldn't cross and pilot 5o 190 guide used as boddy - wouldn't pass - platinum tip of wire was stripped from wire - x-ray showed tip inguide.